Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h2; h3; h4; h6; h11. The reported event could not be confirmed due to lack of product/information. Review of the most recent checklist could not be completed as the product is missing. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ canada investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the aseptic transfer kit housing lid doesn't stay closed. No consequences or impact to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.